Event description:
It was reported that during the implant procedure, the patient awoke and pulled the leads out. As a result, the right ventricular (rv) lead helix was bent. The lead was not re-attempted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the inner tubing was buckled and prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.